Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 the patient received a high alert on her cgm (cgm value not reported) and she self-treated with insulin. At an unspecified time later, the patient¿s cgm reading dropped to 70 mgdl. No patient symptoms were reported. The patient stated she went to the hospital and was treated with an unspecified oral medication. At some point during this event, the patient¿s cgm was reading 188 mgdl and the bg meter was reading 110 mgdl. It is unclear when during the event timeline this occurred. The patient declined to provide any further information about the event as she can no longer remember the details. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.